Manufacturer narrative:
Depuy warsaw product development project engineering examined the submitted devices and confirmed polyethylene wear. Review of the device history records did not reveal any anomalies. Embedded particles of cement and/or bone were identified in the tibial insert articulating surface, which may have contributed to the polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
The patient was revised because of poly wear and loosening.